Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the article. The article concluded that the use of a p4hb bioresorbable mesh for the ventral hernia repair with different degrees of contamination leads to favorable results overall, with an acceptable rate of hernia recurrence. The adverse reactions section of the instructions-for-use, supplied with the device identifies infection, fistula, hernia recurrence, seroma, hematoma, and wound dehiscence as possible complications. The warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device" and "the use of any mesh or patch in a contaminated or infected wound can lead to fistula formation and/or extrusion of the mesh." No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-may-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per journal article: "long term results with biosynthetic absorbable p4hb mesh in ventral abdominal wall repair: a multicenter analysis." The article describes a multicenter retrospective analysis of patients who underwent elective or urgent ventral hernia repair with p4hb prosthesis was performed in seven hospitals in spain and portugal between may 2016 and december 2021 in the context of different degrees of contamination. In 303 cases the p4hb prostheses used, which were the phasix mesh in onlay or retro muscular location or phasix st in the intraperitoneal location. The majority of repairs involved the rives-stoppa technique, anterior component separation (cst), transversus abdominis release (tar), or fascial closure with a long-term onlay absorbable mesh. 67 patients were excluded because of repair with another synthetic mesh in addition to the p4hb, different characteristics compared to ventral hernia and patient who did not meet the minimum required postoperative follow-up period. The follow up period was long with a mean of 41 months (range 22-61). Postoperative follow-up of the patients was performed at 1 month, 3 months, and 1 year after the operation, with subsequent annual check-ups. The postoperative complications include hernia recurrence (34), seroma (24 patients who had conservative treatment), hematoma (28 patients who had conservative treatment and surgical debridement), surgical site infection (20 patients who had antibiotics without need of drainage and surgical debridement), paralytic ileus (13 patients who treated with nasogastric tube and fluids), urinary retention (10 patients who treated with urinary catheterization). Urinary tract infection (19 patients who treated with antibiotics) and pneumonia (8 patients who treated with antibiotics and o2), wound necrosis/dehiscence (8 patients who treated with negative pressure therapy), intestinal fistula (5 patients who underwent intestinal resection) and evisceration (3 patients who had new fascial closure or negative pressure therapy). No explants of p4hb were needed due to re infection. The article concluded that the use of a p4hb bioresorbable mesh for the ventral hernia repair with different degrees of contamination leads to favorable results overall, with an acceptable rate of hernia recurrence. The onlay location of the p4hb prosthesis is the main factor in recurrence in both elective and emergency settings. This report represents phasix mesh.